Event description:
The device read hi for 4 days in a row. Caller reports that the customer was eating less because of the high results. Reportedly, the customer eventually was unable to move or talk and at that time he was taken to the hospital. No test was performed on customer's device when customer became unresponsive. He tested 35mg/dl on the hospital device was given an IV at the hospital. Customer did not adjust medications based on the hi results.no strip information was provided. No quality controls were used.device is unavailable for return and evaluation. The customer discarded the device.